Manufacturer narrative:
The IFU states: "following the procedure hold compression until hemostasis is achieved." The IFU also states "potential complications of core biopsy are site-specific and may include hematoma, hemorrhage, infection, adjacent tissue or organ injury, and pain." Device code: device was discarded. No analysis will be performed.

Event description:
The physician used the viscia 2 ice probe to cryoablate a breast fibroadenoma. Later that day, the pt had some bleeding from the insertion site and held pressure to stop the bleeding. The bleeding continued and the pt called the office and was told to come in to see the physician. The pt mentioned to the nurse at the office that no one held pressure on the insertion site after the procedure was completed. When the pt arrived at the office, the physician applied dermabond to the insertion site.